Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was 95% stenosed. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on the 10th inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). A mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicated that the balloon was subjected to positive pressure. Blood was identified within the balloon which was evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. Liquid was observed leaking from a balloon pinhole located approximately 5mm proximal to the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was 95% stenosed. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on the 10th inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications nor injuries reported.